Event description:
Customer performed blood glucose tests at 12:30am and received results of "hi" and 464mg/dl. They went to the emergnecy room because they felt results were high. They did not take medication. Two hours later at the hospital their blood glucose was 286mg/dl. They were given 70/30 insulin. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.